Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd ( manufactrer) is submitting the report on behalf of heartsine technologies llc (importer) there were no ten minute manual power ups recorded in the history log or any evidence of the device switching on automatically. However the excess current drain measured during the investigation, and the measurements taken on the j11 connector would indicate a failing membrane. During the course of the investigation the green status led was observed to be constantly lit between flashes, this is a further symptom of membrane failure.

Event description:
There was no patient involved in this event. Device observed switching on automatically